Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has had 4 seizures since their battery replacement after being seizure-free for 5 years. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that the patient underwent a battery replacement due to the increase in seizures. The suspect device has not been received to date.

Event description:
Device evaluation was completed.

Event description:
Further information was received. Per the physician, the patient was seen with seizures above pre-vns levels. The believed cause of the increased seizures is related to vns stimulation. Per the physician, factors that could be contributing to the increase in seizures include patient condition ("once with uri") and medication ("once with missed dose"), otherwise no other factors are contributing. The patient's medication was increased as a result.

Manufacturer narrative:
H2: code 02 - product is currently undergoing product analysis.

Event description:
The suspect device has been received and is undergoing product analysis.